Event description:
As a type 1 diabetic for 53 years, I was excited to update from the dexcom g6 to the dexcom g7 continuous glucose monitor; I don't recall when exactly, and immediately had constant problems with sensor failures and extreme false readings. As a type 1 diabetic, my life depends on giving myself the proper dosage of insulin according to several factors, a primary factor being what my blood sugar is. The dexcom g7 has profoundly failed in this regard. There is a facebook page dedicated just to dexcom g7 issues and complaints. Dexcom has had to replace so many failed and inoperable sensors that they are now making it more difficult to have those defunct sensors replaced. I discussed all this with my endocrinologist, and he put me back on the dexcom g6, and I've had no problems since. The g7 needs to be taken off the market until it's many failures are addressed and corrected. The date is approximate, the problem was continuous. The dexcom g7 would show a very low reading, or a very high reading, while the ever-reliable finger stick meter would show a significantly different result. I felt unsafe using an insulin pump at this stage, which release insulin according to the g7 readings, which were wildly incorrect.